Manufacturer narrative:
The investigation determined that a (B)(6) vitros (B)(6) result was obtained when a patient sample was tested using vitros (B)(6) lot 2490 on a vitros 3600 immunodiagnostic system. The vitros (B)(6) result was expected to be (B)(6) based on further vitros (B)(6) testing for the patient. A definitive cause of the (B)(6) vitros (B)(6) result was not determined. Historical qc results from vitros (B)(6) lot 2490 testing were acceptable indicating acceptable reagent performance. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros (B)(6) reagent lot#: 2490. A vitros (B)(6) lot#: 2490 reagent issue is an unlikely contributor to the event. Additionally, an instrument issue is an unlikely contributor to the event, as there was no evidence to suggest an instrument malfunction and diagnostic precision testing on both vitros 3600 immunodiagnostic systems used for (B)(6) testing on the patient was acceptable. The issue was isolated to a vitros (B)(6) result from a single patient sample. It is possible a sample interferent contributed to the (B)(6) vitros (B)(6) result, however this could not be confirmed. Pre-analytical sample processing could not be ruled out as a contributing factor as it was not determined whether the customer was following the sample collection device manufactures recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Email address for contact office: (B)(6).

Event description:
The customer reported a (B)(6) result that was obtained when a patient sample was tested using vitros (B)(6) reagent lot# 2490 on a vitros 3600 immunodiagnostic system. The vitros (B)(6) result was expected to be (B)(6) based on further vitros (B)(6) testing for the patient. Patient 1, vitros (B)(6) versus the expected result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. It was not known whether the (B)(6) vitros (B)(6) result was reported from the laboratory. However, ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers: (B)(4).